Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated 3 of the last 5 times they've charge the implant (pt said they charge every other day) they had an issue. Pt said today they had been trying to charge for over 2 hours, but had only increased 10%. Pt said they could only sit forward or stand, otherwise they would get poor recharge quality. Pt said they could only sometimes get good quality and said sometimes the implant would charge all the way, then recharging would quit. Pt also said after about 10-15 tries on poor recharge quality, the controller would turn off so they had to start over. Pt examined recharger telemetry module (rtm) and controller port, but did not see any damage. Pt denied noticing any heat from rtm. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was reported. It was reported that the patient called back on registered phone number escalated due to the pt still having recharging issues. Pt said sometimes when recharging implant its successful, the issues started at least a month ago. A week ago sunday it took the pt 4.5 hours to charge their implant to 60% and by that time they needed to recharge the controller. Then on wednesday it took the pt 3.5 hours to charge their implant from 30% to 70%. Pt noted that they have been spending 4, 5, or 6 hours at a time charging their implant (ins). While attempting to charge their implant it takes them 6 or 7 times before they get a good charge and once they do the recharging quality is at good and then the quality goes from good to terrible. Pt noted that sometimes when they go to press the lock button the controller is unresponsive; sometimes the screen will go blank as well. Pt had reset the controller multiple amount of times but that does not resolve the issue. Pt noted that last friday they were walking around in agony and had to sit down because they hurt bad because the implant did not charge well. While charging ins they loose connection as well.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed loose case screws that were causing separation and ch arging/power issues with device. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.